Manufacturer narrative:
(B)(4). Device evaluation is in process; however not yet completed. A follow-up report will be submitted upon completion of the evaluation.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing the performance specification. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) was evaluated by the product analysis lab (pal). The reported difficulty of a return instrument test/evaluation (rite) test failure (ground bond) was not confirmed by review of the logs or duplicated during evaluation. Review of the service history reveals the hc passed all required tests and calibrations prior to its release from baxter. The previous return of the hc was not for any issues related to the rite failure. The evaluation found no issues with ground bond in the device, continuity was measured between power entry module and doorpost; ground bus resistance measured 5 m (.005) indicating no issue with ground bus in the device. The assignable cause for the rite failure was undetermined. No failure or malfunction was identified that could have caused or contributed to the rite failure. The device was sent to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem, and will continue to monitor this product line and take corrective/preventive action as appropriate.